Event description:
The international customer reported the ventilator would not power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician replaced the power supply to address the reported problem. Extended self testing was completed and no faults reported.